Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report # (B)(4). No sample was available for evaluation however, pictures were provided by the reporter. The pictures and all available information were forwarded to t he manufacturer, b. Braun malaysia. Their report states that the pictures were blurred and they were unable to observe the crimping area of the cannula. The device history record was reviewed theand there were no such defect encountered during in-process and final control inspection. Without the actual sample, a thorough investigation could not be performed and further evaluation was not possible. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: safety clip missing from needle when removed. Customer did not save sample.